Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an 840 ventilator the lower display was faulty. The ventilator was not on a patient at the time of the event. The covidien service engineer (se) inspected the device and replaced the gui board and backlight inverter to correct the issue. The unit passed all testing and operates within the manufacturing specifications.